Manufacturer narrative:
(B)(4): device remains implanted, and will not be returned. Additional manufacturer narrative: the subject device will not be returned for evaluation, as it remains implanted. The device history record review has been completed, and confirms that this device passed all manufacturing and sterilization inspections. Of note, there has been no allegation of a device malfunction, as it was noted that no aortic insufficiency detected after implant.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true (B)(6) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was reported that the patient has expired 7 days post operation due to "severe diffuse intestinal ischemia".. It was noted in the operative report that the edwards' aortic valve was well seated with no aortic insufficiency.